Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the device had displayed several strip errors and the customer was unable to receive a blood glucose result. In the morning the patient had attempted to test her blood glucose, but received a strip error on her performa system. It was reported that the customer received the strip error with 5 different test strips from the same vial, and the customer was unable to test. At approximately 12:00 pm the customer started to feel hypoglycemic. The customer experienced low blood glucose symptoms of shaking and was tired. The customer's niece treated her with jelly beans and a jam sandwich. At the time of the report, the customer was beginning to feel better. The customer was not hospitalized. Return of the suspect device was requested for evaluation.